Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be connected to the clinical complaint. The lead proved to be in conformance with specifications and without defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - a dislodgement was noted on the follow up x ray after the operation. All values, sensing, pacing, threshold, and impedance were within normal range. The lead was extracted nonetheless and replaced.